Event description:
It was reported that the patients non-rechargeable implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure and was doing fine postoperatively. The explanted device was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.